Event description:
It was reported that the patient presented for a post-discharge follow-up clinic visit one day after the initial implant procedure. Chest X-ray revealed that the right ventricular (RV) lead had dislodged. The RV lead was explanted and replaced on (b)(6) 2026. The patient was asymptomatic and remained stable before, during and after procedure.